Event description:
It was reported that the patient's atrial lead exhibited oversensing of an unknown source and the right ventricular lead exhibited high capture threshold. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152686